Event description:
The lay user/patient contacted lfs on (B) (6) 2010 alleging that her one touch ultra meter does not power on. A medical surveillance specialist (mss) spoke to the patient on (B) (6) 2010 and obtained the following information. The patient mentioned that her ultra meter had not been powering on for awhile; however, does not recall for how long. The patient continued to take her oral medication when the meter had not been working. Sometime either on the (B) (6) or (B) (6) of (B) (6) 2010, the patient felt shaky, had spells and blacked out in church. She regained consciousness soon after and noticed that people at church were giving her glucose gel and also had a wet cloth on her forehead. She did not go to the hospital that day. The following day, she visited her physician and he tested her blood glucose; however, she does not recall the reading and he advised her to stop taking her oral medication. This was not the first time the product was being used. The meter does not power on by pressing the power button. The patient inserted the test strip all the way into the meter and the meter still did not power on. The batteries needed to be replaced and the customer care advocate (cca) recommended to the patient where she can obtain batteries. The patient was using the correct vial of test strips. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on for awhile, she developed symptoms suggestive of hypoglycemia and had to be treated by non-healthcare professionals.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.